Manufacturer narrative:
One device was received for evaluation for the complaint that the additional instances of the device showed travel coarse error-check clutch or plunger lever alarm occurred during patient infusion at multiple locations, not the same syringe position. The review of event log found many check clutch alarms from alarm history. There was no 12-month service history during the review. The visual and functional testing was performed. Check clutch was not duplicated by motor drive test, however found many check clutch alarms from alarm history. The probable cause is clutch.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device showed travel coarse error-check clutch or plunger lever alarm during infusion patient infusion at multiple locations, not the same syringe position. Per reporter, there is no customer damage and the device was not dropped and the alarm occurred almost immediately after starting the infusion. No symptoms were reported.